Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the mobile application shut off unexpectedly. It was reported that the patient was using an unsupported operating system. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of unexpected mobile application shut-off was confirmed. The root cause was determined to be an app crash error.